Event description:
This is a subrogation claim in which they are alleging a humidifier was the cause of a residential fire that resulted in damages to the insured's home. They also reported that there had been a death of a child with this incident.